Manufacturer narrative:
After further review, physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the engineering evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their device locked up while testing synchronized cardioversion. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and could not reproduce the reported issue. Physio updated the software and firmware and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up while testing synchronized cardioversion. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of patient use associated with the reported event.